Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 782mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their pump has not been alarming while wearing the sensor. Customer indicated that their doctor has been contacted and their blood glucose value was 200 mg/dl at the time of the call. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to a urinary tract infection.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.